Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the retroperitoneal lymphadenectomy via open procedure, the stapler did not fire. The surgeon was able to press to green button. It was also noted that the stapler snapped. There was no patient injury.